Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. Evaluation of the attached photographs and the returned sample, revealed a needle with an off- white material attached to the cannula, 5mm from the IV tip. An investigation into the DHR was not possible, as the lot number is unknown. Conclusion: confirmed. The complaint was confirmed upon evaluation of the customer returned sample and attached photos. The off white material is the epoxy resin, used to attach the cannula to the hub, which has contaminated the cannula. The most likely root cause for the reported defect is air in the applicator of the epoxy resin causing a splatter of resin on the cannula.

Event description:
It was reported that there was a white smear on a needle from bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. No serious injury, blood to mucous membrane exposure or medical intervention was reported.